Event description:
Pump malfunctioned with an altitude alarm, and customer declined to provide their blood glucose level at the time. There was no adverse impact to the customer's blood glucose level. Technical support advised removing obstruction from speaker holes and cleaning them but was unsuccessful to resume insulin. Pump and cartridge replacement were arranged by technical support, and customer will use multiple daily injections as backup insulin therapy. Customer was instructed on storage mode and return procedures for the defective pump.